Event description:
The doctors claim that the graft was implanted in 2002, for an aneurysmal ascending thoracic aortic replacement and bentall's operation which also involved aae/avr (sjm valve). The duration of the operation was 4 hours and 55 minutes, the duration of extracorporal circulation was 127 minutes, and the duration of arrest was 84 minutes. There was not any problem in the arrest of hemorrhage. Warfarin was used post-operatively. Drainage was carried out for 3 days in the anterior mediastinum, and 5 days in the pericardial cavity. The CT that was taken 2 weeks after the operation did not show any effusion in the pericardial cavity but showed the pericardial stagnation of effusion after 3 weeks. (Serum: 300 ml/day). As the stagnation was reduced to 100 ml/day on the following day, follow-up is ongoing now. The graft was left in. The patient is doing well. An event such as this is not unusual for patients who undergo thoracic aortic surgery, even in the absence of a vascular graft (e.g. Aortic heart valve replacement). The doctor has also stated that the event is not device-related. Based upon the above, the event does not appear, at this time, to be device-related.